Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27 mm watchman flx pro closure device was selected to be used. The procedure was unsuccessful and was about to be abandoned when an effusion was noted. The physician performed pericardiocentesis and the patient was taken to the intensive care unit (ICU) for monitoring. The patient was discharged and is fully recovered.